Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery that was mildly tortuous, mildly calcified and 95% stenosed. During coronary angioplasty using a xience prime 3 x 33 mm stent, a proximal edge dissection occurred. Another xience prime 3.5 x 15 mm stent was used as treatment to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.